Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due high blood glucose with a trace of diabetic ketoacidosis. The customer's blood glucose level was 353 mg/dl. The customer was treated with fluids and insulin. The customer was admitted at (B)(6). The customer was wearing this infusion set for 5 day and was advised to wear her infusion set for a maximun 3 days only. The customer got home changed her infusion set and realized her cannula was bent.